Event description:
It was reported that during testing at the user facility, the device was found to be chipped, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the user facility, the device was found to be chipped, posing the risk of material being lost in a surgical site. There were no adverse consequences related to this event.